Manufacturer narrative:
The device was used for treatment, not diagnosis. (B)(6); 8 males and 9 females. Sanders, j, et al. (2011). Locking plate versus nonsurgical treatment for proximal humeral fractures: better midterm outcome with nonsurgical treatment j shoulder elbow surg, 20, 1118-1124. This report is for unknown locking plates, unknown part number and unknown lot number. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article ¿locking plate versus nonsurgical treatment for proximal humeral fractures: better midterm outcome with nonsurgical treatment j shoulder elbow surg (2011) 20, 1118-1124. A matched controlled cohort study was conducted to compare the midterm (>1 year) functional and radiologic outcome of a group of patients treated with a locking plate and a matched group of patients treated nonsurgically. Through direct matching, 17 patients (1 bilateral fracture) treated with a locking plate were matched to 18 patients treated nonsurgically. Patient demographics for these cases included 8 males and 9 females with a mean age of 58 ±14 years. Eighteen patients with a locking plate (synthes or a competitor) and 18 nonsurgically treated patients were identified to participate in the study. To get two comparable patient groups, patients treated with a locking plate were directly matched with patients from the nonsurgical group. The matching was done primarily based on the fracture type according to neer classification, age, and gender, without having any knowledge about other demographic and clinical data. Fracture type was assessed using the first radiographs made after the incident. Every patient was evaluated according to the initial treatment received. All patients presented between january 1, 2002, and december 31, 2008, at a level 1 trauma center in australia. They were identified using the hospital databases. In all of the patients treated with a locking plate, a deltopectoral approach was used to insert the plate. After 2, 6, and 12 weeks, patients were reviewed in the outpatient department and x-rays images were made at each of these occasions. The standard nonsurgical management in this hospital consisted of treatment with a collar and cuff, pendular exercises after 1 week, and referral to physiotherapy after 2 weeks. After 1, 6, and 12 weeks, patients were reviewed in the outpatient department. X-ray images were made at each of these visits. Post-op, no significant differences were found in the characteristics of the patient groups. A significant difference in range of motion was found in favor of the nonsurgically treated patients. Results of american shoulder and elbow surgeons and patient satisfaction scores also tended toward nonsurgical treatment. Complications in each group of patients were evaluated. The complication rate was higher with locking plate treatment requiring additional treatment. These complications included pain, impingement and infection resulting in osteonecrosis requiring hardware removal. The article does not state which plates the various complaints were against. The study¿s main limitation was that the choice of initial fracture management was based on clinical judgment, as well as, patient¿s fitness for surgery and therefore not randomized. By matching for fracture type this bias was largely overcome. Surgical treatment had a higher complication rate, requiring more additional treatment, which was often related to the initial surgery. Improving surgical technique could possibly lead to better outcomes for the surgically treated patients. In addition to the more favorable outcomes, nonsurgical treatment is also a more cost effective treatment. It was the opinion of the authors that nonsurgical treatment should have a more prominent role in the treatment of proximal humeral fractures. This report is against an unknown screw regarding secondary screw perforation. This is report 3 of 3 for (B)(4).